Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her unknown onetouch meter displayed inaccurate results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the meter displayed inaccurate results, approximately 5 months prior to contacting lfs when the meter displayed the ¿same or similar results nearly all the time¿; however, no actual results were provided by the patient. The patient manages her diabetes with insulin (self-adjuster). She claimed that the readings caused her ¿to take more insulin than needed¿. She reported that an unknown time after the alleged issue occurred, she ¿felt very low¿, and developed symptoms of ¿weak¿ and ¿passed out¿. No additional treatment or medical intervention was specified. During troubleshooting, the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she obtained inaccurate readings on the subject meter, administered increased medication based on the alleged results and reportedly developed symptoms suggestive of an acute diabetes excursion, after the alleged meter issue began.